Manufacturer narrative:
Philips service replaced the 3a 250v fuse in the power supply. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that the c-arm was unable to move 90 degrees due to fuse failure on an azurion 3 m15. The clinical use of the system was in use. There was no reported patient or user harm.